Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned for review. There was no damage noted on the catheter. A leak test was conducted. The tubing was not occluded and the catheter did not leak. Therefore, the issue could not be confirmed.

Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
(B)(6) old infant. Two days after line placement it became blocked with blood. While the line was being troubleshot and manipulated by staff, the line ruptured a hole distal to the hub in an area that would rest outside the body. It was noted that turbulent flushing (significant pressure) was used during troubleshooting. The device is from either lot 11241972 or 11212266.